Event description:
The user facility reported that the left door of their reliance 6500 endoscope drying and storage cabinet fell off. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 6500 series reliance endoscope drying and storage cabinet and found that the bottom pin that secures the door was loose resulting in the reported event. The technician reinstalled the door with a replacement pin. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.